Event description:
Pt states when charging the battery, sparks started coming from the circuit board above the battery, a fire started, smoked the house and she removed battery and disconnected electrodes.

Manufacturer narrative:
Unit powered on, passed final testing without any problems. Could not duplicate pt problem, or incident description. Did the unit get wet? Unk.